Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving dilaudid (4 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was flipping so they replaced the entire catheter today because it was in a ball. The expected reservoir volume was 0 ml, but they were able to aspirate 4 ml. Per the reporter, the patient had lost over 100 pounds and her pump started flipping. Per the patient, the issue began "before covid" sometime in feb-2020. When the pocket was opened, the catheter was in a huge knot. The catheter was replaced and then the hcp was able to successfully aspirate from the cap (catheter access port) confirming catheter patency. During the procedure, the pump was filled with saline (1000 ml/ml at 48 ml/day). They were planning to bring the patient into the clinic in 1 week to fill the pump with new medication once the pfns (preservative free normal saline) cleared through the system in 122 hours (5 days).